Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead in segments was returned and analysis found that the inner insulation was breached with metal ion oxidation. It was also noted that the outer insulation was pulled apart (overstress), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue on the helix.

Event description:
The lead was returned to the manufacturer after being explanted due to a system upgrade and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.